Event description:
An infant with difficult IV access. Md used headlamp to transilluminate the hands. Post-operatively infant noted to have bilateral palm blisters. One of the blisters was broken. Both hands were dressed with silvadene and gauze. Unknown healing outcome as the infant had no further care at the institution.